Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in stable condition throughout the event.